Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached 360 mg/dl. The patient was nauseous and vomiting. The patient was transferred to then intensive care unit (ICU). For treatment, the patient was given fluids, calcium treatments, insulin drip and bg monitoring. The patient received zofran and toradol for headaches, as a one time thing while she was admitted. The patient was discharged after 1 day. The cannula was bent, while wearing the pod between 4 and 24 hours on the arm.